Event description:
Procedure type: whipple. According to the reporter: the staple line on a side to side anastomosis is opened and gave way which caused leakage after a closed operation of whipple procedure in 6 days. Patient involved without injury. There was bleeding and a content leak? Yes, it was bleeding and leaking. A suture was used to close the leakage. A reoperation was performed.

Manufacturer narrative:
(B)(4).